Manufacturer narrative:
The device was received and evaluated. A crack was observed on the top housing, however, it did not expose any of the internal components and no internal damage resulted from the crack. The exposed portion of the soft cannula was observed to be kinked, however, the kink did not prevent the flow of insulin and insulin was seen exiting the distal tip of the cannula. There were no other damages or defects on the device that would create a failure to deliver insulin. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide- model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 290 mg/dl while worn on the patient's abdomen for between 24 and 36 hours. In order to treat the high bg, a new pod was applied and a manual injection with an insulin pen was administered.